Manufacturer narrative:
The olympus asset device was returned to olympus for evaluation. The customer's complaint was confirmed. In addition to the malfunction reported in section b5 the following findings were discovered; the light cover glass had a chip, the light cover glass adhesive was worn, the optical cover glass adhesive was worn, the distal end cap was damaged, the distal end adhesive was worn, the insertion tube had minor marks, the control body was stained in multiple areas, the control body indicator ring was worn, the control body identity badge was loose, the switch was stained, the suction connector had water ingress, the angulation orientation in the up/down and right/left direction was out of specification, the angulation in the up/down direction had play evident, and the electrical safety test was not to specification. The customer cleaned, disinfected, and sterilized the device before returning it to olympus. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset and reported to olympus the colonovideoscope had a distorted picture and color problem. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was contamination evident in the air and water channel. There were no reports of patient involvement nor harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the cloudy air/water channel could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the s-connector. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: detection methods are written in IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.